Event description:
It has been reported that a versacross connect access solution kit for faradrive was selected for use for atrial fibrillation (a fib) ablation procedure. During the procedure, it was mentioned that when the physician was accidentally inserting the versacross rf wire into a non-boston scientific introducer needle (cook), the rf wire became stripped. A new versacross kit was then opened to replace the wire, and the procedure was completed successfully without the use of the introducer needle. No patient complications were reported. Product is expected to be returned for analysis. The physician was unaware that the versacross rf wire cannot be inserted into a cook introducer needle.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected and found to have its insulation damaged. Next, during dimensional test, the returned device met its design specification for the distal and proximal outer diameters. A labeling review was conducted, and it was determined there was evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use, which warns the user to 'do not use excessive force to advance or withdraw the versacross rf wire or ancillary sheath and/or dilator assembly. Excessive force may lead to bending or kinking of the device limiting advancement and retraction of sheath and/or dilator device'. Furthermore, the IFU provides the warning: 'do not attempt to insert or retract the versacross rf wire through a metal cannula or a percutaneous needle, which may damage the device and may cause patient injury.'. The reported allegation has been confirmed for the insulation damage to the rf wire. Also, the field unique identifier (UDI) (d4) and implant date (d6a) in section suspect medical device were updated.

Event description:
It has been reported that a versacross connect access solution kit for faradrive was selected for use for atrial fibrillation (a fib) ablation procedure. During the procedure, it was mentioned that when the physician was accidentally inserting the versacross rf wire into a non-boston scientific introducer needle (cook), the rf wire became stripped. A new versacross kit was then opened to replace the wire, and the procedure was completed successfully without the use of the introducer needle. No patient complications were reported. Product is expected to be returned for analysis. The physician was unaware that the versacross rf wire cannot be inserted into a cook introducer needle. The device has returned for analysis.